Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's a1c was elevated (7.8). The healthcare provider changed the basal settings on the pump. Tandem technical support assisted the customer with making the changes in the pump.